Manufacturer narrative:
Intuitive surgical inc. (Isi) received the umc involved with this complaint and completed device evaluations. Isi failure analysis replicated the reported issue. Error 319, which means that a node did not respond at system startup, was replicated. The umc board was installed on an in-house test system and powered on with the reported error code present in the error logs. The umc board was then placed on a test bench and evaluated further, which revealed that the dpm controller had failed. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci sp-assisted salpingo-oophorectomy surgical procedure, the system generated non-recoverable error 40241. The customer attempted to power cycle the system, but there was no response when the power button was pressed. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer power cycle the system by utilizing the circuit breakers on each component. The system then powered on with non-recoverable error 319, which then became error 41071. The procedure was converted to laparoscopic surgery with no report of patient harm or injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was in progress for approximately 1 hour and tissue dissection was being performed when the reported issue occurred. The procedure was completed with traditional laparoscopic techniques. No issues were noted during system setup and the system was inspected prior to use. There were no issues with port placement and no outside influences that impeded the movement of the system. There was no report of post-surgical complications or extension of hospital stay for the patient. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. An isi fse replaced the universal motion controller (umc) to resolve the issue. The system was tested and verified as ready for use.

Manufacturer narrative:
4307 - the umc was sent to the original equipment manufacturer (OEM), paramit, for further evaluation. The OEM investigation revealed that u17 (part number: 360066-02) of the dpm had failed. U17 was replaced to correct the reported issue. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.